Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / migration of essure device location of device: uterus"), pelvic pain ("extreme debilitating pelvic pain"), menorrhagia ("menorrhagia") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a female patient who had essure (batch no. 901332) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1 and cesarean section. Concurrent conditions included obesity, incision site pain, wound infection, peritoneal adhesions and abdominal adhesions. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). In 2013, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), fatigue ("fatigue") and weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). In 2014, the patient experienced mood swings ("hormonal changes describe: mood swings") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2014, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder") and urinary tract infection ("(bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), anxiety ("anxious"), depression ("depressed"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urticaria ("rashes or skin conditions type: hives"), rash ("rashes or skin conditions type: hives, rashes"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain upper ("right side stomach pain "). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (ablation ). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, menorrhagia, anxiety, depression, genital haemorrhage, bladder disorder, urinary tract disorder, tooth disorder, mood swings, cystitis, urinary tract infection, migraine, nausea, urticaria, rash and weight increased outcome was unknown and the headache, dyspareunia, fatigue, vaginal discharge and abdominal pain upper had resolved. The reporter considered abdominal pain upper, anxiety, bladder disorder, cystitis, depression, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: full occlusion and proper placement confirmed. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received. Events abdominal pain upper, bladder disorder, cystitis, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, rash, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased are added. Lot number added. Lab data updated. Concomitant & historical drugs & condition are added. Product, patient & reporter information updated. Fup 2 and fup 3 processed together. On 1-mar-2018: fup 2 and fup 3 processed together. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus) / migration of essure device location of device: uterus"), pelvic pain ("extreme debilitating pelvic pain"), menorrhagia ("menorrhagia") and genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a female patient who had essure (batch no. 901332) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida I, parity 1, cesarean section in (B)(6) 2010, dysmenorrhea, gastrointestinal injury, bladder injury nos and menarche. Concurrent conditions included obesity, incision site pain, wound infection, peritoneal adhesions, abdominal adhesions, skin fibrosis, yeast infection of the skin, intervertebral disc bulging, gastroesophageal reflux disease, asthma, human papilloma virus infection, bacterial vaginosis, adenomyosis, fungal dermatitis, tonsillitis and rash trunk. Concomitant products included alprazolam (xanax), ciclopirox olamine (loprox), epinephrine, ketorolac tromethamine (toradol), lidocaine and vicodin. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). In 2013, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea"), fatigue ("fatigue") and weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). In 2014, the patient experienced mood swings ("hormonal changes describe: mood swings") and vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2014, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder") and urinary tract infection ("(bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), anxiety ("anxious"), depression ("depressed"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urticaria ("rashes or skin conditions type: hives"), rash ("rashes or skin conditions type: hives, rashes"), dyspareunia ("dyspareunia (painful sexual intercourse)") and abdominal pain upper ("right side stomach pain "). The patient was treated with ibuprofen, metronidazole (metrogel), surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy) and surgery (ablation ). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, pelvic pain, menorrhagia, anxiety, depression, genital haemorrhage, bladder disorder, urinary tract disorder, tooth disorder, mood swings, cystitis, urinary tract infection, migraine, nausea, urticaria, rash and weight increased outcome was unknown and the headache, dyspareunia, fatigue, vaginal discharge and abdominal pain upper had resolved. The reporter considered abdominal pain upper, anxiety, bladder disorder, cystitis, depression, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: full occlusion and proper placement confirmed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia and rash. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2018: quality safety evaluation of product technical complain. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / migration of essure device location of device: uterus/ my was struck in my uterus'), pelvic pain ('extreme debilitating pelvic pain') and menorrhagia ('menorrhagia') in a 32-year-old female patient who had essure (batch no. 901332) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section in (B)(6) 2010, gravida I, parity 1, dysmenorrhea, gastrointestinal injury, bladder injury nos and menarche. Concurrent conditions included obesity, incision site pain, wound infection, peritoneal adhesions, abdominal adhesions, skin fibrosis, yeast infection of the skin, intervertebral disc bulging, gastroesophageal reflux disease, asthma, human papilloma virus infection, bacterial vaginosis, adenomyosis, fungal dermatitis, tonsillitis and rash trunk. Concomitant products included antibiotics for bladder infection, uti, bladder disorder and urinary tract disorder, ondansetron (zofran) for nausea, diphenhydramine hydrochloride for rash and hives as well as alprazolam (xanax), ciclopirox olamine (loprox), epinephrine, hydrocodone bitartrate; paracetamol (vicodin), ketorolac tromethamine (toradol), lidocaine and omeprazole (prilosec) since 2015. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced urticaria ("rashes or skin conditions type: hives") and rash ("rashes or skin conditions type: hives, rashes"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2014, the patient experienced mood swings ("hormonal changes describe: mood swings") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2014, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder") and urinary tract infection ("(bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), anxiety ("anxious"), depression ("depressed"), genital haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), abdominal pain upper ("right side stomach pain"), tooth fracture ("teeth breaking") and adnexa uteri pain ("extreme stabbing pain when cough or move in certain way"). The patient was treated with ibuprofen, metronidazole (metrogel) and surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, pelvic pain, menorrhagia, anxiety, depression, genital haemorrhage, vaginal haemorrhage, bladder disorder, urinary tract disorder, tooth disorder, mood swings, cystitis, urinary tract infection, migraine, nausea, urticaria, rash, weight increased and tooth fracture outcome was unknown and the headache, dyspareunia, fatigue, vaginal discharge and abdominal pain upper had resolved. The reporter considered abdominal pain upper, adnexa uteri pain, anxiety, bladder disorder, cystitis, depression, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, tooth disorder, tooth fracture, urinary tract disorder, urinary tract infection, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: full occlusion and proper placement confirmed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia and rash. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-may-2020: quality safety evaluation of product technical complaint. We received a lot number in this case.a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / migration of essure device location of device: uterus/ my was struck in my uterus'), pelvic pain ('extreme debilitating pelvic pain') and menorrhagia ('menorrhagia') in a 32-year-old female patient who had essure (batch no. 901332) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section in (B)(6) 2010, gravida I, parity 1, dysmenorrhea, gastrointestinal injury, bladder injury nos and menarche. Concurrent conditions included obesity, incision site pain, wound infection, peritoneal adhesions, abdominal adhesions, skin fibrosis, yeast infection of the skin, intervertebral disc bulging, gastroesophageal reflux disease, asthma, human papilloma virus infection, bacterial vaginosis, adenomyosis, fungal dermatitis, tonsillitis and rash trunk. Concomitant products included antibiotics for bladder infection, uti, bladder disorder and urinary tract disorder, ondansetron (zofran) for nausea, diphenhydramine hydrochloride for rash and hives as well as alprazolam (xanax), ciclopirox olamine (loprox), epinephrine, hydrocodone bitartrate;paracetamol (vicodin), ketorolac tromethamine (toradol), lidocaine and omeprazole (prilosec) since 2015. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding vaginal, menorrhagia"). In (B)(6) 2013, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced urticaria ("rashes or skin conditions type: hives") and rash ("rashes or skin conditions type: hives, rashes"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2014, the patient experienced mood swings ("hormonal changes describe: mood swings") and dyspareunia ("dyspareunia painful sexual intercourse"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2014, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder") and urinary tract infection ("bladder/ urinary tract/vaginal type: uti"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), anxiety ("anxious"), depression ("depressed"), genital haemorrhage ("abnormal bleeding vaginal, menorrhagia"), abdominal pain upper ("right side stomach pain "), tooth fracture ("teeth breaking") and adnexa uteri pain ("extreme stabbing pain when cough or move in certain way"). The patient was treated with ibuprofen, metronidazole (metrogel) and surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, pelvic pain, menorrhagia, anxiety, depression, genital haemorrhage, vaginal haemorrhage, bladder disorder, urinary tract disorder, tooth disorder, mood swings, cystitis, urinary tract infection, migraine, nausea, urticaria, rash, weight increased and tooth fracture outcome was unknown and the headache, dyspareunia, fatigue, vaginal discharge and abdominal pain upper had resolved. The reporter considered abdominal pain upper, adnexa uteri pain, anxiety, bladder disorder, cystitis, depression, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, tooth disorder, tooth fracture, urinary tract disorder, urinary tract infection, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.5 kg/sqm. Hysterosalpingogram on (B)(6) 2012: results: full occlusion and proper placement confirmed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia and rash . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 7-may-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / migration of essure device location of device: uterus/ my was struck in my uterus'), pelvic pain ('extreme debilitating pelvic pain'), menorrhagia ('menorrhagia') and genital haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in a 32-year-old female patient who had essure (batch no. 901332) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section in (B)(6) 2010, gravida I, parity 1, dysmenorrhea, gastrointestinal injury, bladder injury nos and menarche. Concurrent conditions included obesity, incision site pain, wound infection, peritoneal adhesions, abdominal adhesions, skin fibrosis, yeast infection of the skin, intervertebral disc bulging, gastroesophageal reflux disease, asthma, human papilloma virus infection, bacterial vaginosis, adenomyosis, fungal dermatitis, tonsillitis and rash trunk. Concomitant products included antibiotics for bladder infection, uti, bladder disorder and urinary tract disorder, ondansetron (zofran) for nausea, diphenhydramine hydrochloride for rash and hives as well as alprazolam (xanax), ciclopirox olamine (loprox), epinephrine, hydrocodone bitartrate;paracetamol (vicodin), ketorolac tromethamine (toradol), lidocaine and omeprazole (prilosec) since 2015. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced urticaria ("rashes or skin conditions type: hives") and rash ("rashes or skin conditions type: hives, rashes"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2014, the patient experienced mood swings ("hormonal changes describe: mood swings") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2014, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder") and urinary tract infection ("(bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), anxiety ("anxious"), depression ("depressed"), genital haemorrhage (seriousness criterion medically significant), abdominal pain upper ("right side stomach pain ") and tooth fracture ("teeth breaking"). The patient was treated with ibuprofen, metronidazole (metrogel) and surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, pelvic pain, menorrhagia, anxiety, depression, genital haemorrhage, vaginal haemorrhage, bladder disorder, urinary tract disorder, tooth disorder, mood swings, cystitis, urinary tract infection, migraine, nausea, urticaria, rash, weight increased and tooth fracture outcome was unknown and the headache, dyspareunia, fatigue, vaginal discharge and abdominal pain upper had resolved. The reporter considered abdominal pain upper, anxiety, bladder disorder, cystitis, depression, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, tooth disorder, tooth fracture, urinary tract disorder, urinary tract infection, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: full occlusion and proper placement confirmed. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia and rash. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received. New reporter added, new event added (tooth fracture). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation (uterus) / migration of essure device location of device: uterus/ my was struck in my uterus'), pelvic pain ('extreme debilitating pelvic pain'), menorrhagia ('menorrhagia') and genital haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in a (B)(6) female patient who had essure (batch no. 901332) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section in (B)(6) 2010, gravida I, parity 1, dysmenorrhea, gastrointestinal injury, bladder injury nos and menarche. Concurrent conditions included obesity, incision site pain, wound infection, peritoneal adhesions, abdominal adhesions, skin fibrosis, yeast infection of the skin, intervertebral disc bulging, gastroesophageal reflux disease, asthma, human papilloma virus infection, bacterial vaginosis, adenomyosis, fungal dermatitis, tonsillitis and rash trunk. Concomitant products included antibiotics for bladder infection, uti, bladder disorder and urinary tract disorder, ondansetron (zofran) for nausea, diphenhydramine hydrochloride for rash and hives as well as alprazolam (xanax), ciclopirox olamine (loprox), epinephrine, hydrocodone bitartrate;paracetamol (vicodin), ketorolac tromethamine (toradol), lidocaine and omeprazole (prilosec) since 2015. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2013, the patient experienced bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), nausea ("nausea") and fatigue ("fatigue") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2014, the patient experienced urticaria ("rashes or skin conditions type: hives") and rash ("rashes or skin conditions type: hives, rashes"). In (B)(6) 2014, the patient experienced tooth disorder ("dental problems"). In (B)(6) 2014, the patient experienced mood swings ("hormonal changes describe: mood swings") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced migraine ("migraines / headaches") and headache ("migraines / headaches"). In (B)(6) 2014, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder") and urinary tract infection ("(bladder/ urinary tract/vaginal) type: uti"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), anxiety ("anxious"), depression ("depressed"), genital haemorrhage (seriousness criterion medically significant), abdominal pain upper ("right side stomach pain "), tooth fracture ("teeth breaking") and adnexa uteri pain ("extreme stabbing pain when cough or move in certain way"). The patient was treated with ibuprofen, metronidazole (metrogel) and surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, pelvic pain, menorrhagia, anxiety, depression, genital haemorrhage, vaginal haemorrhage, bladder disorder, urinary tract disorder, tooth disorder, mood swings, cystitis, urinary tract infection, migraine, nausea, urticaria, rash, weight increased and tooth fracture outcome was unknown and the headache, dyspareunia, fatigue, vaginal discharge and abdominal pain upper had resolved. The reporter considered abdominal pain upper, adnexa uteri pain, anxiety, bladder disorder, cystitis, depression, dyspareunia, fatigue, genital haemorrhage, headache, menorrhagia, migraine, mood swings, nausea, pelvic pain, rash, tooth disorder, tooth fracture, urinary tract disorder, urinary tract infection, urticaria, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2012: results: full occlusion and proper placement confirmed.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia and rash quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report received. New event extreme stabbing pain when cough or move in certain way. Reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme debilitating pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (hysterectomy with removal of essure on (B)(6) 2015). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, anxiety and depression outcome was unknown. The reporter considered anxiety, depression and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2012: full occlusion and proper placement confirmed. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012 and reported adverse events including extreme debilitating pelvic pain. On (B)(6) 2015 plaintiff underwent surgery (hysterectomy) and essure was removed. Pelvic pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. In this case no alternative explanation was given for plaintiff's pain. This case was classified as incident since device removal was required. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme debilitating pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (hysterectomy with removal of essure on (B)(6) 2015). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, anxiety and depression outcome was unknown. The reporter considered anxiety, depression and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2012: full occlusion and proper placement confirmed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 4-may-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2012 and reported adverse events including extreme debilitating pelvic pain. On (B)(6) 2015 plaintiff underwent surgery (hysterectomy) and essure was removed. Pelvic pain is highly prevalent in women, and may have gynaecological and nongynaecological causes. In this case no alternative explanation was given for plaintiff's pain. This case was classified as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through the litigation process.